Event description:
Pt with bph undergoing transurethral electrovaporization of prostate. "Pop" was heard during procedure. Pt was taken to or for suprapubic exploration/ bladder repair/cystorraphy for ruptured bladder.